Manufacturer narrative:
Zoll has not yet received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn 30011r) displayed "system error, out of service, revert to manual CPR" upon powering on. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" upon powering on" was confirmed during functional testing. Archive data could not be downloaded due to the system error. The root cause of the reported complaint was a pca processor failure, likely attributed to the aging of the device. The autopulse platform was manufactured in december 2016 and is nearly 6 years old, past its expected service life of 5 years. Visual inspection of the returned platform was performed, and no physical damage was observed. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device, thus, confirming the reported complaint. The pca processor will be replaced to remedy the complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).